Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Explant date- (B)(6) 2017. Medical product - oxford uni femoral sm. Therapy date - (B)(6) 2017. Medical product - oxf uni tib tray sz b rm PMA. Therapy date - (B)(6) 2017. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01182 and 3002806535-2017-01183.

Event description:
It has been reported that a patient had a right knee revision procedure performed due to unexplained pain.